Event description:
The customer alleged the tubing between the unit and the chest tube was fractured. Add'l info provided by the customer on 8/19/02 alleged the tubing split in half during use. The complaint unit was swapped out with a second unit without issue. The customer was not sure if the tubing halves were jagged or smooth at the split. The unit could not be returned due to contamination. Following a visit by the sales rep to inspect the contaminated product, it was revealed that the tubing was broken off at the connector, even with the top of the unit. The product code and lot number was also reported. Lastly, the sales rep, reported the unit worked for approx 36 hrs before the reported problem occurred.